Event description:
It was reported that the ilet pump displayed a very low battery after approximately an hour on the charger, prompting guidance to place the device correctly on the charging pad with the screen facing up and to verify a solid charging light before waiting an additional period. Symptoms included device power depletion risk. Outcomes included user education and troubleshooting with planned follow-up to confirm successful charging. Investigation included remote technical assessment and coaching on correct charger alignment. Investigation of this case revealed that the likely issue was improper placement on the wireless charging pad resulting in inadequate charging. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.